Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that the implantable pulse generator (ipg) exhibited premature battery depletion and they "passed out" and exhibited "all the common symptoms". The ipg was explanted and replaced. No further patient complications have been reported as a result of this event.